Event description:
A registered nurse (rn) reported to fresenius that the peritoneal dialysis (pd) patient was hospitalized for fluid overload. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 for fluid overload attributed to cardiac disease. The patient is currently undergoing cardiac testing to determine the nature and extent of their heart disease as it is suspected the patient has congestive heart failure. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd is the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s fluid overload and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and resumed ccpd therapy on the same liberty select cycler as before hospitalization.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A registered nurse (rn) reported to fresenius that the peritoneal dialysis (pd) patient was hospitalized for fluid overload. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 for fluid overload attributed to cardiac disease. The patient is currently undergoing cardiac testing to determine the nature and extent of their heart disease as it is suspected the patient has congestive heart failure. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd is the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s fluid overload and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and resumed ccpd therapy on the same liberty select cycler as before hospitalization.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior was completed and misalignment of the touchscreen was noted. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed without issue. Valve actuation and system air leak tests were performed and passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A registered nurse (rn) reported to fresenius that the peritoneal dialysis (pd) patient was hospitalized for fluid overload. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 for fluid overload attributed to cardiac disease. The patient is currently undergoing cardiac testing to determine the nature and extent of their heart disease as it is suspected the patient has congestive heart failure. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd is the preference for renal replacement therapy in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s fluid overload and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and resumed ccpd therapy on the same liberty select cycler as before hospitalization.